Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad was worn and partially separated. The manufacturing record was reviewed with no irregularities noted. This type of the event is most likely related to the operator's technique. Based on the past similar cases, the tissue pad might be damaged the user continued to activate output without grasping tissue (including after the tissue already cut). The instruction manual of the device has already warned as follows; *do not activate output when closing the instrument and nothing is grasped between the grasping section and the probe, or when it is not possible to confirm that the tissue being grasped has been completely resected. Otherwise, abnormal heat generated by friction between the grasping section and the probe may damage the grasping section, or cause it to detach or premature wear in the grasping surface.

Event description:
During a trans abdominal pre-peritoneal hernia repair, the subject device did not work. The probe of the subject device was bent when the user checked the subject device on the monitor. Therefore, the user withdrew the subject device from the patient. And then, the probe was broken off when he opened and closed the jaw. The intended procedure was completed with another device. On (B)(6) 2017, olympus medical systems corp. (Omsc) found that the tissue pad was worn and the metal part of the jaw was exposed. No patient injury was reported. This is the report regarding the exposed metal part of the jaw.